Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. They were unable to verify the compromised force sensor system alarm due to the constant motor error alarm. The motor was tested outside of the device and passed. They were unable to perform the excessive no delivery test and occlusion test due to the motor error alarms. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a stained end cap sticker, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 240 mg/dl. Caller stated that the customer got the alarm a couple of weeks ago and it happened again today. Caller stated that this time it can't be cleared. Caller stated that the insulin was squirting out and the insulin continues to drip after the motor stops during the manual prime process. Customer has a back-up plan to treat. Caller stated that the pump was not dropped or bumped prior to the alarm occurring. Caller stated that the drive support cap appears normal. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised to discontinue use of the pump and revert to a back-up plan. Caller was advised that the pump will need to be replaced.